Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and a watchman trusteer access system (was) was inserted along with versacross connect (vcc). Prior to transseptal puncture (tsp), the physician stated the patient aspirated 5cc of air into the was due to the patient snoring. The patient then had a significant snore right after tsp was completed when a guidewire was being exchanged with the was in place. There was suddenly no detectable pulse. Cardiopulmonary resuscitation was initiated, 100% oxygen administered, and a temporary pacemaker was inserted. The patient was stabilized. A 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. There was no effusion noted on transesophageal echocardiogram (tee) imaging. The procedure was concluded. The patient woke up from sedation and was not moving so was transferred to the intensive care unit (ICU). Minor movement was noted one (1) hour post index procedure. No further interventions were performed in response to the event. The patient was discharged back to the nursing home six (6) days post index procedure.

Manufacturer narrative:
B5: information added h6 patient code added: cardiac arrest. H6 evaluation method code corrected from device not accessible for testing to device discarded.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and a watchman trusteer access system (was) was inserted along with versacross connect (vcc). Prior to transseptal puncture (tsp), the physician stated the patient aspirated 5cc of air into the was due to the patient snoring. The patient then had a significant snore right after tsp was completed when a guidewire was being exchanged with the was in place. There was suddenly no detectable pulse. Cardiopulmonary resuscitation was initiated, 100% oxygen administered, and a temporary pacemaker was inserted. The patient was stabilized. A 24 mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. There was no effusion noted on transesophageal echocardiogram (tee) imaging. The procedure was concluded. The patient woke up from sedation and was not moving so was transferred to the intensive care unit (ICU). Minor movement was noted one (1) hour post index procedure. No further interventions were performed in response to the event. The patient was discharged back to the nursing home six (6) days post index procedure. It was further reported the patient experienced cardiac arrest during the event.